Event description:
Second issue with blood bank's othro provue erroneously reporting a negative result when the reaction was positive. The first event was identified a month prior with a 2+ anti-e on gel being reported as negative. When the result was compared to recent patient history, it was not consistent with previously positive antibody screen -anti-e-. Ortho was called to repair the equipment and stated this was probably a camera sensitivity issue. The camera was reportedly "tweeked". Blood bank personnel began reading each gel card and comparing the visual results of the camera/automated report. It was a month later a positive gel card was called "negative" by the provue. This time the automation missed an anti-d -1+0. We continue to manually monitor all visual results and compare to provue results. Dates of use: 3 years. Diagnosis or reason for use: automated blood bank analyzer - abo, rh, ab screens/ID.